Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate result of "7.8mmol/l" as compared to a lab reading of "6.2mmol/l". This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 with the following findings: the test strips were evaluated and found to have failed for control solution high. The meter passed testing, met specification, and no faults were found; pa unable to duplicate the primary compliant. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.